Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a laparoscopic appendectomy procedure on (B)(6) 2018, and suture was used. The suture was broken off before ligation. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information is not available.